Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests and got results of 460, 395 and 329 mg/dl. Tests were done using the same fingerstick. No symptoms were reported. Lifescan rep stated that the rptr did not use the proper back to back testing technique. However, on follow-up, the rptr stated that she still got a big difference in blood glucose results when she used different fingersticks. She did not know the exact numbers. Rptr did not do a control solution test.